Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was found to have torn in the transparent part of the mouth where the scissor tips exit - the grey part does not show damage. As result of the torn tip cover, the fit test failed. Tears are not axially aligned with the tip cover and measure 3.00 mm in length. There are no signs of thermal damage at the end of any tears. Using the installation tool, the tip cover was placed on a monopolar curved scissor. The tip cover was too loose on the scissors and could be removed with very little effort. The complaint was confirmed by failure analysis. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions. These stresses can lead to excessive wear resulting in small breaks or splits. Tearing of the tip cover distal to the mcs blades would be adjacent to the active electrode of the mcs instrument, which is carefully controlled by the surgeon and under constant observation while cautery is applied to tissue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the monopolar curved scissors (mcs) tip cover accessory came completely off of the shaft of the mcs instrument. There were no reports of the instrument arcing, nor of any patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.